Event description:
The customer reported that the battery failed to charge. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery failed to charge. There was no pt involvement. A philips field service engineer evaluated the device and determined that the device failed to power up with this battery. The battery was replaced which resolved the failure. The device passed all performance assurance testing and remains at the customer site.